Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. H4: device manufacture date: unknown, as the involved product lot # was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that they had an issue with the tr band issue post procedure, while the patient was in recovery. The procedure was a left heart catheterization (lhc) and when placed in the post op room the balloon was not able to maintain hemostasis. The estimated blood loss was less than 250cc. Additional information was received on 12feb2025: the lot number is unknown. The account was unable to provide the amount of air that was injected in the tr band. Approximately ten minutes after initial inflation the tr band, it was noted to be losing air. They used a second tr band for hemostasis.